Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had power error detected alert. Customer explained that the internal power source is unable to charge. Customer's blood glucose value was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 due to j6 connector resistance issue. No unexpected low battery alarm noted.